Manufacturer narrative:
The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A root cause for the reported event could not be determined through the evaluation. The patient had had a recent admission (reference MFR # 2916596-2014-00831) however, per the vad coordinator the patient¿s death was believed to be unrelated to their recent admission. The patient expired and the cause of death was unknown. A full evaluation of vad-(B)(4) could not be conducted, because the system was not returned for evaluation and no autopsy was performed. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The pt's daughter found the pt down with the vad alarming. Ems was called and they were able to make sure that the pump was running. The pt was pronounced dead upon arrival to the hospital. No autopsy was performed and no equipment will be returning.